Event description:
Notified of this event on 04/13/07. In 2007, surgeon removed and replaced the prosthetic aortic valve that had been implanted in 2005. The pre-op diagnosis was aortic regurgitation and prosthetic valve and root endocarditis. Post-op diagnosis the same. The surgeon who removed this valve stated "the valve was badly destroyed and the porcine aortic wall had deteriorated under the involved area."